Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt's system was explanted due to the pt being very thin and the ipg is coming out through the skin. The pt is doing well following the explant.